Manufacturer narrative:
Follow-up #1: date of submission 10/05/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/08/2016 with the following findings: during investigation, moisture was found in the battery compartment, and behind the display lens. A crack in the battery compartment was found from the threads to the left of the grip pad, and from below the grip pad to the case seal. A leak test was performed and failed due to a leak in the battery compartment. All the keypad buttons were unresponsive. The keypad was intact. The keypad cover was removed to find no contaminants under the button contacts. The pump was opened to find moisture damage on all the internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture present in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation of insulin delivery if the damage impacts the power circuit or cartridge cap.